Manufacturer narrative:
Technician found that the foot brakes were not holding due to bad casters. Replaced foot brake casters to resolve this issue.

Event description:
Complaint alleged that the foot brakes were not holding. No injury alleged.